Event description:
Additional information received reported the medications in the pump were fentanyl 2400 mcg, morphine 20 mg and bupivacaine 6 mg/ml, and that the patient has had this combination in ¿all of 2013¿.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported with the patient¿s first pump the patient believed the health care provider ¿had the wrong medications in there. They just kind of put their own little mixture of whatever they want to put in there. And the doctor in the cities said that there was too much of certain kinds of medicine in there. Hydromorphone. He said the dose was too high, so my husband ended up with a granuloma¿. It was reported a dye study had been done, however, timeframe of the study and the results were not provided. A catheter replacement occurred as a result of the granuloma at which time the pump was replaced as well (refer to manufacturer report # 6000030-2013-00187 regarding plugged pump and leaking). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Conclusion: codes no longer apply, the code was updated.

Event description:
Additional information was received from a consumer. The event date was reported as (B)(6) 2010. It was reported the result of the dye study was "okay." When the catheter was removed, it was completely clogged. A chunk of the first catheter was still in his spine, he could feel it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2018-jan-09 indicated there was a catheter failure that was under investigation. The patient had injuries of failure of therapy, pain, withdrawal, hospitalization, surgery (previously reported), and a granuloma (previously reported). The date of injury was noted as under investigation. No further complications were reported.